Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported when the cycler was powered on with in a minute she heard a small pop and the display shut off. She smelled a burning smell and saw a small amount of smoke come out of the cycler. The cycler was then unplugged. A replacement cycler was sent. The patient did not have any adverse event associated with the smoke.